Manufacturer narrative:
One opened device was received and evaluated. Visual inspection of the device revealed that the proximal tubing to the back check valve was separated from the valve. The device was examined under ultra violet light. It was found a lack of solvent sealer in the joints between the back check valve assembly to the 6 inch long tubing. The most probable cause for this has been identified as lack of solvent sealer and a low insertion applied between the joint of back check valve assembly to the 6 inch long tubing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation; subsequently a leak was noted. The tubing set was being used to deliver 1000ml of lactated ringers (lr) at a rate of 100ml/hr. After an unspecified length of time, it was reported that the tubing set separated at the filer of the tubing set. The customer contact reported that approximately 10ml of solution leaked. It was reported that there was 800ml of lr remaining in the solution container at the time the leak was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in critical therapy. No medical interventions were required. No additional information was provided.